Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was over delivering insulin because of blood glucose was suddenly dropped. Customer stated that insulin pump was not exposed strong magnetic field. Customer also experienced low blood glucose level and treated with food. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.